Event description:
It was reported an infection occurred. The lead was removed. The lead was returned to the manufacturer, analyzed, and tested out of specification. No system reimplant was performed due to patient refusal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) it was reported that the full lead was returned in segments, analyzed and the defibrillation conductor was fractured. It was further noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing over was melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.